Manufacturer narrative:
The subject device was returned and evaluated. The reported image failure was confirmed. It was thought that the defect was caused by humidity that was discovered inside the endoscope. The instrument may have been immersed with the venting cap attached, thus the reprocessing fluids may have penetrated the inside and caused the damage. The following faults were also identified; the rubber glue was separated, the metal braid on the bending tube was squeezed, the universal cord was wrinkled and scratched, the charge couple device (ccd) circuit board was broken, and the connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope did not produce an image. The issue was discovered during preparation for use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the following: a) the built-in ccd unit was damaged due to the stress applied to the insertion part and universal cord. B) for example, due to the influence of moisture that has entered the inside of the device due to the following, contact failure or conduction abnormality of the internal substrate occurred. - the waterproof cap was not installed properly - the waterproof cap or leak tester is attached or detached while the device is underwater - the inside of the leak tester's fitting or the outer surface of the waterproof cap's vent is wet. The event can be detected/prevented by following the instructions for use which state: 1) "when reprocessing an endoscope, confirm that the water-resistant cap is securely attached to the endoscope connector before immersing the endoscope in reprocessing fluids. If the water-resistant cap is not securely attached, water, detergent solution, and/or disinfectant solution could enter the endoscope and damage the equipment." 2) "never connect or disconnect the water-resistant cap or the leakage tester¿s connector cap while immersed. Doing so could allow water to enter the endoscope, resulting in equipment damage." 3) "when connecting the leakage tester¿s connector cap to the water-resistant cap¿s venting connector, make sure that the inside of the leakage tester¿s connector cap and the outside of the water-resistant cap¿s venting connector are thoroughly dry. Water remaining on either component may penetrate the inside of the water-resistant cap and could cause endoscope malfunction." Olympus will continue to monitor field performance for this device.